Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in four pieces. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can breaching the outer insulation and exposing the outer coil in two locations proximal to the suture sleeve tie impression. The cause of the reported event was isolated to the external insulation abrasions breaching the outer insulation and exposing the outer coil.

Event description:
Related manufacturer reference number: 2017865-2023-13214. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of leads, it was noted that there was noise on right atrial (ra) and insulation breach on right ventricular (rv) lead. Physician explanted and replaced the rv and ra leads on (B)(6) 2023. The patient was in stable condition.